Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the trigger magnet was unseated, which can lead to the reported event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure, the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.